Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. Corrected fields: g4. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: uneven image color and two scratches on the ccd glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The image issues occurred due to a failure of the uc sheath (universal cable). The cable failure cause could not be determined, the most likely was an expected or random electric component failure in the cable, without any design or manufacturing defects. The scratches on the ccd glass were caused by a component failure of the objective lens window, probably caused by physical impacts and similar damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for a therapeutic electronic laparoscopic surgery.

Event description:
It was reported that the rigid video scope had a blurry image. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.